Manufacturer narrative:
A return material authorization (RMA) was issued to evaluate the intuitive surgical, inc. (Isi) device. A follow-up MDR will be submitted if the product is returned and evaluated and/or if additional information is received.

Event description:
It was reported that during a da vinci-assisted nephrectomy surgical procedure, the wire near jaw of the large hem-o-lok clip applier instrument became loose, and the surgeon was unable to apply the clip and move the jaw of the instrument. No fragment fell into the patient. Use of the instrument was discontinued, and it was replaced with a laparoscopic instrument. The user completed the procedure, and no known impact or patient consequence was reported.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis and the complaint was confirmed. The large hem-o-lok clip applier instrument was analyzed and found to have one broken grip cable at the proximal end in the housing. The grip cable was broken near the backend pulleys. As a result of the broken grip cable at the proximal, the grip cable became loose at the distal. The clamping pulleys did exhibit signs of corrosion/residue that would have contributed to the broken cable.

Event description:
Refer to h11 for follow-up information.